Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced.

Event description:
It was reported that the 840 ventilator failed to cycle. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.